Manufacturer narrative:
Pump was received with act button not responding due to flattened button dome switch. Unableto verify battery out limit alarm due to unresponsive button. No constant beeping during testing noted. Pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was 375 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.